Event description:
Customer said that they were using their htr5500 chair as normal and the one wheel became loose and hardware was lost from wheel.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.